Event description:
The consumer reported using the product on his back for six hrs. When the patch was removed, he notice 5 burns in the area where the patch was used. The reporter claims the skin blistered was ripped off when the patch was removed. It is unk if the consumer sought medical attention and how the area was treated.

Manufacturer narrative:
No product has been received to date for examination and testing to determine the root cause. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.